Manufacturer narrative:
Medtronic investigation: complaint not confirmed for the pixie cvr's low blood volume. Analysis of the returned device showed evidence of body fluid on the filter material and no outward signs of any damage or assembly errors. During the cleaning process, fluid was run through the blood path of the cvr, and there were no signs of any obstructions. The device was then cut apart and no damage/assembly errors were noted. Review of this unit¿s device history record found no abnormalities or ncmrs initiated during manufacturing that would cause or contribute to the reported event. This unit passed all testing and inspections during manufacturing. The device states "total combined flow into the cardiotomy filter should not exceed 2.0 l/min". If the combined flow rate exceeded 2.0 l/min, it could potentially result in the observed low blood volume and hold-up of blood inside the cardiotomy filter. Root cause is undetermined. There were no adverse patient effects reported. Trends for issues with this product are reviewed at product quality meetings. This investigation was completed with the information that was provided, if additional information is received this investigation will be reopened if deemed necessary. No further actions to be taken at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of an affinity pixie oxygenator cardiotomy/venous reservoir (cvr), it was observed during the bypass that the blood level inside the cvr slowly decreased without any significant blood loss in the surgical field or accumulation of blood in pleural space (due to redo). At the end of the cardiopulmonary bypass, with all the lines clamped and all the recirculation lines closed, the blood level inside the venous reservoir started to increase quickly. A blood transfusion was required due to the event. The cvr was used for the entire procedure, it not was replaced. There was no patient impact as a result of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of an affinity pixie oxygenator & cardiotomy/venous reservoir (cvr), it was observed during the bypass that the blood level inside the cvr slowly decreased without any significant blood loss in the surgical field or accumulation of blood in pleural space (due to redo). At the end of the cardiopulmonary bypass, with all the lines clamped and all the recirculation lines closed, the blood level inside the venous reservoir started to increase quickly. A blood transfusion was required due to the event. The cvr was used for the entire procedure, it not was replaced. There was no patient impact as a result of the reported event.